Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient who had a retained capsule. The physician made an inquiry regarding other doctors who could perform the removal of the capsule, because of the inability to perform a double-balloon enteroscopy. There was no reported patient outcome.